Event description:
It was reported that the hub separated from the relion® insulin syringe when removing the shield during use. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "relion consumer reported, when he removed the shield, needle and hub remained inside shield he could not use the syringes 2 syringes affected".

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-05-19 h.6. Investigation summary samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Root cause: l2l dispatch #77652 was created for damaged barrels. The guide was out of adjustment. Corrective action: the guide was adjusted. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: na. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9231071. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the hub separated from the relion® insulin syringe when removing the shield during use. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "relion consumer reported, when he removed the shield, needle and hub remained inside shield he could not use the syringes 2 syringes affected".